Event description:
The patient reported pump alarm had been beeping for the past 2 years. Reported he has tried to have the pump alarm turned off, with each physician he has seen, he was told the alarm was turned off but it had been beeping twice as much. Patient wants a mdt rep to turn off his alarm. Patient reported their therapy is not working as expected. Patient wanted a company representative to turn off the alarm and to perform a device check and/or programming. Patient reported pump been broken for a while and that it should have been taken out a long time ago. The hcp later reported they had not seen the patient sine (B)(6) 2011 and to their knowledge, patient still had the pump implanted. On (B)(6) 2012, the patient reported he spoke with a company representative and was told to meet at the hcp¿s office to turn off the alarm but he threw the appointment note away and miss the appointment. He reported not feeling good and in pain. Also reported pump was broke in his body. On (B)(6) 2012, patient reported pump still alarming and that hcp attempted to turn it off three month ago but was not successful. Patient reported he will probably just leave the pump in and that the hcp requested it as well. Patient indicated he had the pump checked with someone that turned it off but the pump was not turned off, ¿was waiting for the battery to die¿ and said ¿ if it doesn¿t kill you leave it in there.¿ patient reported they can¿t take the lines out of his back because they had been in there too long. Patient was insure if the pump was empty and stated ¿morphine and some other stuff¿ in the pump but indicated ¿I don¿t take morphine anymore, I take a different medication.¿ if additional information becomes available, a report will be submitted.

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004-(B)(6), (B)(4).